Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) reviewed the event and noted possibility of potential oversensing due to sensitivity parameters. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) reviewed the event and noted possibility of potential oversensing due to sensitivity parameters. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the patient presented to the emergency room (ER) with fluid retention and generalized weakness. Ts explained that the device is operating in backup mode and cannot be reprogrammed. Ts also recommended consulting cardiology to plan for device replacement and determine if the symptoms are related to the safety mode settings. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device has not been received for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) reviewed the event and noted possibility of potential oversensing due to sensitivity parameters. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the patient presented to the emergency room (ER) with fluid retention and generalized weakness. Ts explained that the device is operating in backup mode and cannot be reprogrammed. Ts also recommended consulting cardiology to plan for device replacement and determine if the symptoms are related to the safety mode settings. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) reviewed the event and noted possibility of potential oversensing due to sensitivity parameters. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the patient presented to the emergency room (ER) with fluid retention and generalized weakness. Ts explained that the device is operating in backup mode and cannot be reprogrammed. Ts also recommended consulting cardiology to plan for device replacement and determine if the symptoms are related to the safety mode settings. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.